Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The broken probe tip was not sent. The probe was found to be broken off at 16mm from its tip. The probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1)when output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. 2)the activation also scratched the probe to ultrasonic vibration 3)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4)the probe broke when added load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that five devices failed intraoperatively. There was no detailed information on the failures. All 5 devices were from the same hospital and handed over to our local distributor at the same time. The tissue pads of two devices were missing. The probes of three devices were broken off. The broken tips have been disposed of and were not with the devices. There was no patient injury reported. This is the third one of five reports. This is the report regarding the probe.